Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Subsequently, it was reported that an unspecified malfunction occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 260 mg/dl.